Event description:
It was reported that during a lap cholecystectomy, the staples were malformed. They were tear drop shaped and j shaped. Used a second like device to complete the case. No patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.